Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device logs and performance testing could not reproduce the reported battery charging issue and the battery performed to specifications. Review of the device data logs revealed a single occurrence of system fault 182 indicating the battery lost communication with the device. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the system fault 182 was most likely due to a software issue. The software was upgraded to address this issue. During evaluation, the device failed to complete its internal self-test most likely due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery to full capacity. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery to full capacity. There was no patient injury reported as a result of this incident.